Event description:
It was reported that the left ventricular (lv) lead he dislodged, had high thresholds and was causing diaphragmatic stimulation. The lead was removed and the patient was referred for an epicardial lead. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the left ventricular (lv) lead dislodged, had high thresholds and was causing diaphragmatic stimulation. The lead was removed and the patient was referred for an epicardial lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076, implantable pacing lead, 2013 (B)(6); 6947, implantable tachy lead, 2013 (B)(6); (B)(4), bi-ventricular implantable cardioverter defibrillator, 2013 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.